Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts for right ventricular lead noise. No changes or interventions were performed. The patient was in stable condition.